Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing upon boot up, after rebooting the issue resolved and they proceeded to use the system. Later during the case, the gantry would then not open and was stuck around the patient.  Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and found could not duplicate issue, performed training for the staff on imaging system and performed all necessary calibrations and verifications. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.